Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported the following information: this lead was explanted due to product performance issue after 144 months of implantation period. No adverse patient events were reported. Should additional information be received, this file will be updated.